Event description:
Reportedly, it was impossible to import idf file to smartview manager of the tablet. Files were sent by customer for analysis but impossible to open.

Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (cso) to respond to cybersecurity rules. The data from the . Idf files are available in both report .pdf and egm. Pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.